Manufacturer narrative:
The customer submitted one sample for investigation. The investigation identified an interfering factor against a component of the reagent within the sample. This type of interference is addressed in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received a discrepant result for one patient sample tested with elecsys t3 on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The initial result was 501 ng/dl. This sample was repeated on an abbott architect analyzer, resulting with a value of 117 ng/dl. No adverse events were alleged to have occurred with the patient. The serial number of the e 801 analyzer is (B)(4).